Event description:
Customer reported via phone call to have received a button error alarm as she sat down while wearing insulin pump in back pants pocket. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.